Event description:
It was reported that the device had insufficient / no energy delivered.

Manufacturer narrative:
It was confirmed that the device was scrapped by the customer. This complaint investigation was closed based on the device not received, therefore the reported failure mode was not confirmed. In the event that the device is received, the complaint will be reopened and the investigation will be updated with new results. Alleged failure: device did not respond probable root cause: probe short (possibly due to fluid ingress), open circuit (possibly due to loose electrical connection), power output variation, wrong default setting, console error crossflow temperature mitigation actions use error user attempts to sterilize, disinfect, clean or reuse probe incorrect power level set nonbendable probe bent with probe bender, or a bendable probe bent with anything other than the stryker rf probe bender attempting to use probe without completely immersing tip in a conductive irrigant probe handle is submerged in liquid or suction tube is cut the reported failure mode will be monitored for future reoccurrence.

Event description:
It was reported that the device had insufficient / no energy delivered.

Manufacturer narrative:
Additional information will be provided once the investigation has been completed.